Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) cannot be communicated via radio frequency (rf) telemetry after initial connection. It was communicated successfully via inductive telemetry. Patient condition was stable.